Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump without interruption.